Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia due to bent cannula. Customer¿s blood glucose level was 500 mg/dl at the time of incident and other relevant blood glucose level was 57 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer experienced symptoms such as nausea, dizziness as result of high blood glucose. The insulin pump will be returned for analysis.